Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored and no failed battery test or heating up noted. The electronic assemblies were inspected and no anomalies noted. Software error detected due to software error. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm received the error twice. Customer also mentioned that he needs to change the battery tree time due to battery failed. Customer also mentioned that the insulin pump was very warm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer able to successfully clear the alarm and able to complete rewind. The device will be returned for analysis.